Manufacturer narrative:
An event regarding dislocation involving an unknown implant was reported. A review by a clinical consultant confirmed dislocation and shell malposition. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant noted: there is clearly information in the available medical records to suggest that suboptimal component position also plays a relevant role. The x-ray reports in the patient¿s primary implantation hospital all document ¿excellent¿ component position while on the contrary, the alaska hospital x-rays are described with a cup in ¿neutral rather than slightly anteverted position¿. This would indication cup malposition and is also very consistent with the type of dislocation in posterior direction and caused by flexion/internal rotation movements of the hip. Dislocation direction and contributing hip movements are thus very consistent with cup malposition in low anteversion. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: a review by a clinical consultant concluded: quite likely cup malposition in low anteversion in combination with excessive activity during sports as secondary factor has contributed to recurrent dislocation of a hip arthroplasty with psl cup. Further information such as device details, return of device and x-rays are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Device remains implanted.

Event description:
It was reported that patient is experiencing a great deal of pain. In 1999, 2000, 2001, 2002 and (B)(6) 2016 her hip was dislocated and reset at the hospital.

Manufacturer narrative:
An event regarding dislocation involving an unknown implant was reported. A review by a clinical consultant confirmed dislocation and shell malposition. Method and results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review by a clinical consultant noted: there is clearly information in the available medical records to suggest that suboptimal component position also plays a relevant role. The x-ray reports in the patient¿s primary implantation hospital all document ¿excellent¿ component position while on the contrary, the (B)(6) hospital x-rays are described with a cup in ¿neutral rather than slightly anteverted position¿. This would indication cup malposition and is also very consistent with the type of dislocation in posterior direction and caused by flexion/internal rotation movements of the hip. Dislocation direction and contributing hip movements are thus very consistent with cup malposition in low anteversion. -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown. Conclusions: a review by a clinical consultant concluded: quite likely cup malposition in low anteversion in combination with excessive activity during sports as secondary factor has contributed to recurrent dislocation of a hip arthroplasty with psl cup. Further information such as device details, return of device and x-rays are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that patient is experiencing a great deal of pain. In 1999, 2000, 2001, 2002 and (B)(6) her hip was dislocated and reset at the hospital.